Event description:
A customer reported obtaining high readings on their optium xceed meter. The customer obtained readings of 351 mg/dl compared to 90 mg/dl with a reference meter within a 10 minute timeframe. When plotted on a parkes error grid the results fall in the "d" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customerâ¿¿s meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up will be submitted if these are received.